Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Unit passed displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 53 alarms were found on 01/23/2026 11:27:47.000. During download review, pump error 53 alarm confirm in (adapt). File ID=632 line ID=5884. Proceed by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determined that fault 53 is triggered by function getservicehandles() when during the next reconnection mobile app for unknown reason "loses" a service which it had before (in all cases it was gatt service). Ngp doesn't handle such emergency case correctly - this the sw issue. Unit was received with the following cosmetic damages: pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, during download review pump error 53 was confirmed due to software anomaly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 53 (software error detected) alarm and reported a crack on battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarm. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Troubleshooting was performed for cosmetic damage allegation. Customer stated that, damage affecting/impacting pump functionality. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.